Event description:
It was reported that due to r-wave variability, intermittent ventricular undersensing and oversensing were observed via merlin.net transmission. The patient received appropriate therapy to convert a vf rhythm. The patient will be monitored.